Event description:
Additional information was received from the consumer. The device was kept off for 24 hours. The patient took medicines for the soreness. The device was turned back on and it was working fine. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported the patient had MRI done today and they turned her interstim off but while she was in the MRI machine she began to feel shocking so they turned off the MRI and got her out of the machine. Caller reported it was a head scan but she was all the way in the tube. She is feeling like a burst of pain almost like it bruised the muscle but caller is not sure. Patient has bursts of pain and it goes away even with therapy off. Caller doesn't know what type of machine was used. They are not able to get a hold of the managing urologist office because they are closed. Caller wanted to know how to turn therapy back on again. Patient services considerations to leave stimulation off until patient can follow up with hcp, however if caller chooses to turn therapy back on again they can first decrease amplitude down to zero and also to take note of any error message or codes that may appear. No further patient complications are anticipated or expected as a result of this event.